Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that there was a coupling problem was reported. The patient was only able to get 4 bars at best but then lost it again. She was able to recharge once prior to the day of the report, where she got 6 bars. It was stated there was slight movement to ins (implantable neurostimulator). The patient wasn't sure if there was swelling. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.